Event description:
Procedure: lap ventral hernia. Reportedly, there was a leakage of air through the trocar. Additionally, the foam locking collar ring had broken. There was no patient injury reported.